Event description:
When patient arrived for clinic visit, lvad rn noticed controller beep as if power was being reconnected. Heartware hvad lvad interrogated in clinic today. Yes (intermittent low flow alarms) alarms noted, log files sent to medtronic, due to patient stating that his controller was switching power sources on its own. Data received from medtronic supports suspected rapid power switching issue. We will replace 8 batteries and 2 ac adapters today, and patient's 8 batteries and 2 ac adapters have been removed from service. Patient has only 4 batteries with him, but will place all old equipment to the side once at home and will bring to his next clinic visit. Equipment taken out of service: hvad ac adapter x 2, hvad batteries x 8 serial or lot number: ac adapters: (B)(4), batteries: (B)(4). Replacement equipment supplied: hvad ac adapter x 2, batteries x 8 serial or lot number: ac adapters: (B)(4), batteries: (B)(4). FDA safety report ID# (B)(4).